Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had no power, the battery compartment was cracked, and the battery cap was unable to tighten. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2017 with the following findings: a review of the black box showed no power issues. The battery compartment was cracked alongside the pump. The battery cap attached securely to the pump. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no power issues occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).